Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Water was aspirated through the instrument/suction channel. During manual cleaning, the detergent used was metrex empower. The instrument/suction/balloon channel, air/water/suction/biopsy valve were brushed. The automated endoscope reprocessor (aer) used was medivators dsd edge/sn: (B)(6) with metrex empower detergent and rapicide pa disinfectant. The device was dried by hanging vertically and stored in scope cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the ultrasound gastrovideoscope tested positive for an unspecified number of colony forming units (cfus) of gram negative bacilli. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes. Results of third-party testing, the device evaluation and the lms final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. A field service engineer (fse) performed on onsite visit. And reviewed the customer reprocessing methods. The lm reviewed the findings and confirmed, the following deviations: it was found, that air water channel cleaning adapter and cleaning tube for pre-cleaning were not used consistently. Brushing of suction port at scope connector was observed. And scope may have dirty channel plug was mixed. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the above investigation result, the possibility that reprocessing became insufficient, due to deviation from instruction manual could not be denied. A culture test result at the third-party organization results found: it was confirmed, that bacteria were detected from forceps/suction channel. Kind of bacteria was as follows. Bacteria detected position: forceps/suction channel; microbe name: [staphylococcus epidermidis]; amounts of bacteria: unknown. The following is included in the device instructions for use (IFU) gf-uct180: ¿chapter 6: compatible reprocessing methods and chemical agents. Chapter 7: cleaning, disinfection and sterilization procedures¿. Olympus will continue to monitor field performance for this device.